Event description:
A surgeon reports that, following intraocular lens implant surgery, an unexpected postoperative refraction of -2 diopters (spherical equivalent) was identified. The surgeon anticipated a refraction of -0.60. The association between this report and the intraocular lens is not known. The lens remains implanted.